Event description:
It was reported the patient was scheduled for a routine pump replacement. When the pump pocket was opened, clear fluid seeped out and a break in the proximal catheter was identified. The broken segment was removed and a new piece and suture less pump segment were connected. The remaining intact catheter aspirated cerebrospinal fluid easily. Patient status at time of report - alive-no injury/no adverse event. There were no patient symptoms/injuries related to this event. The pump was delivering fentanyl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found pump/motor/gear train anomaly/corrosion. The pump passed all non-destructive lab testing. There was no complaint against the pump. After doing destructive analysis the technician found residue on the lower shaft of gear 2 and on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. Final analysis of the catheter found a catheter/catheter body hole caused by a deep abrasion. Only the pump connector + proximal segment (31 cm long) was returned for analysis. During the pressure testing a leak was noted 16 cm from the pump connector of segment 1. A hole was discovered where the leak was seen. There was also a deep abrasion seen at the same location. The catheter may have been rubbing against the pump causing the abrasion and hole.

Manufacturer narrative:
Concomitant medical products: catheter: model# 8703w, lot# l62639, implanted: (B)(6) 1999, explanted:unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.